Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after attaching the bd phaseal¿ connector luer lock c35j to the infusor, liquid leaked from the connection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "after preparation of 5fu using phaseal products, the hcp attached c35j to the infusor and flowed the fluid for mixing, and 5fu then splashed from around the connection. This happened in a flash and it was difficult to identify from which connection it leaked. Possible defective connections for the leakage are those between the pump and c35j, between c35j and n35j, or between n35j and a syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/26/2022. H.6. Investigation: one contaminated injector and connector samples were returned for evaluation. Both samples were decontaminated and evaluated. Upon visual inspection of the products, no damage or other defects were observed that could have contributed to the reported defect, and no leakage was observed. Functional testing was performed, no leakages from the luer connection or injector membrane occurred during testing that was performed. Product undergoes visual and functional evaluations throughout manufacturing, including leakage testing to ensure the quality of the membrane. A device history review was performed for reported lot 2010005 on injector , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The lot number is unknown for the connector, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that after attaching the bd phaseal¿ connector luer lock c35j to the infusor, liquid leaked from the connection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "after preparation of 5fu using phaseal products, the hcp attached c35j to the infusor and flowed the fluid for mixing, and 5fu then splashed from around the connection. This happened in a flash and it was difficult to identify from which connection it leaked. Possible defective connections for the leakage are those between the pump and c35j, between c35j and n35j, or between n35j and a syringe."